Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). It seemed as though the oversensing may have been caused by intermittent fusion. Programming changes were recommended but not yet implemented. The patient was stable and asymptomatic.